Event description:
The complainant reported a 60 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The pump was ultimately removed due to hemolysis.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.